Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed the device failed the weight test. The piston migration was at 1.5 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the surgery, when regaining pressure/ rigidity it takes the spider tenet 3 to 5 seconds to restore full pressure/ rigidity, there was no loss of traction. Several batteries were tried, as well as trying the manual button on the unit and the foot pedal, but all yielded the same delay in restoring rigidity. No patient injuries or significant delay reported. Surgery was completed using the same device. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.